Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred twelve minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed in the arterial head cap of the dialyzer. There was no defect or damage seen on the dialyzer. The machine, a fresenius 4008's machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction provided in g.2. A provided 20 second video shows a small blood leak in the bell housing of the dialyzer. The blood appears to be coming from a pinpoint area within the dialysate which is indicative of a fiber leak. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product nonacceptance or deviation in the manufacturing process related to the complaint event. This includes nonconformance, rework, labeling, process control, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed with the provided video. The probable cause for this failure to occur was not conclusively determined; however, multiple causes may occur during handling of the fiber bundle during production, and when the fiber bundle is inserted into the dialyzer housing. There are no other similar complaints that have been reported against this lot number. A review of the production records found that there was no excursion related to fiber leaks and there were no associated nonconformances.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred twelve minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed in the arterial head cap of the dialyzer. There was no defect or damage seen on the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.